Manufacturer narrative:
The cause of the discordant low n latex flc result is unknown. Siemens headquarters support center evaluated the data files provided by the account. The account provided data files but not the correct files for the sample ID in question. Because of the lack of information, no root-cause could be identified.

Event description:
A discordant low n latex flc lambda result was obtained on a patient sample on the bn prospec instrument. The result was reported to the physician who questioned the result. The same sample was repeated on the same instrument and a higher result was obtained. A corrected result was reported. There is no indication that patient treatment was altered or prescribed on the basis of the discordant low n latex flc lambda result. There was no report of adverse health consequences as a result of the discordant low n latex flc lambda result.